Event description:
During external fixator surgery, when nurse opened the outer case of apex pin, the tear was seen in the tyvek sheet of blister package. The surgeon changed the apex pin to another new apex pin. Damage was not seen in the outer case.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.